Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 445 mg/dl. The customer called his health care provider and took an injection but his blood glucose level did not come down. The customer felt foggy, had difficulty walking, and a bit of chest pain but was feeling better. They customer might go to the emergency room. The device was not returned.